Manufacturer narrative:
(B)(4). Batch # unk. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open hartmann's operation, half of the staples were not deployed at the firing on the rectum though the target tissue was cut properly. Additional suture was performed with an echelon device to complete the case. There were no adverse consequences to the patient. No further information is available.